Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6 investigation summary: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation of " 2unk fixation pin" can not reveal the reported condition. As, the evidence provided was not sufficient to confirm the reported event of jammed or seized. Functionality issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the unk fixation pin would not contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the pin got stuck in the lcs milestone cutting block when trying to use block. Team reported that this happened as well several weeks ago. Pin is now jammed in block and block unusable and requires repair/replacement. Surgery was delayed by five minutes due to the event. The block was removed and replaced with a second one available on site. The procedure was completed successfully with no patient consequence. Fragments were generated and were easily removed. No additional intervention was required.